Manufacturer narrative:
Explant was performed after patient sustained a fall. Migration of the implanted lead was directly related to the patient fall and is a known risk of implantable neuromodulation systems. Patient has been re-implanted with the nalu system and review of records found no further incidents.

Event description:
Patient reports that they sustained a fall and subsequently found migration of an implanted lead. Patient had undergone a previous revision due to discomfort with the placement of the implant (see MDR 3015425075-2023-00145. Rather than perform a second revision on the exisitng system, the patient and physician elected to remove the system to allow for full healing. The system was explanted in (B)(6) 2022. Exact date of explant is unknown at this time. Patient was re-implanted with the nalu system on (B)(6) 2023.